Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone and bupivacaine via an implantable pump for non-malignant pain. The hcp reported that the patient was admitted to the hospital (B)(6) 2025, the company representative (rep) was notified to assist with turning the pump down, there was a concern that the patient was receiving too much medicine. The hcp would like to request a rep presence with assistance in turning the pump back up. Technical services reported incident and transferred hcp to national answering service.